Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2009 and performed to specification up to the 13th december 2009. Between the 20th december 2009 and 4th march 2015 the device failed multiple self-tests due to a low battery. Temperatures recorded during this time were below the recommended operating temperature range for this device. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure due to adverse storage conditions. There were no ten minute time outs recorded however the reported fault was witnessed during the investigation. The green status led was observed to be constantly lit between flashes during the investigation, this is a further symptom of membrane failure. The reported fault and the green status led failure could not be replicated with a known good membrane installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device was malfunctioned, as the device switches on automatically.